Event description:
It was reported that the catheter was occluded, the healthcare professional (hcp) was unable to aspirate through the catheter access port (cap) and the patient was not receiving effective therapy and had increased spasticity. During the revision, the catheter connector was trimmed and the hcp unsuccessfully tried to aspirate the catheter with a needle. Next, the back incision was opened and the catheter was trimmed in spinal pocket and there was no cerebrospinal fluid (csf) flow. Then anchor was untied from fascia and the catheter was cut distal to the anchor and there was still no csf flow. The entire catheter was removed and the entire system replaced with new medtronic system. It was also reported that the sutureless catheter connector was unable to be removed from the cap. The patient recovered without permanent impairment. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Upon device return, analysis found that the catheter body had a compressed area. Analysis also found that the difficulty with the sutureless connector led to the explant. The reportability decision remains the same. A supplemental MDR will be submitted.

Event description:
Additional information received reported the additional actions or interventions taken as a result of the catheter issue included a new pump and catheter placement. No catheter segment were left in the intrathecal space. The drug was successfully weaned prior to patient symptoms. There was no withdrawal. The patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.